Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient's father reported that the blood sugar result obtained with the performa meter in the morning, above 100 mg/dl was erratic and led to hospital admission, because he administered less insulin based on this assumably erratic result. This led to the patient experiencing high blood glucose levels. As the patient's father decided to decrease the morning insulin dose the patient had symptoms of hyperglycemia. The patient's father therefore visited the nearest lab to check the blood glucose level. At the lab, a random test was made for the child and the result was 490 mg/dl. The lab doctor advised the patient's father to go to the hospital, where a random glucose lab test was made for the patient and the result was 450 mg/dl. The patient was treated by intravenous administration, but the father did not specify the name of the solutions.